Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken lens during an unspecified diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d8, h2, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem found. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.